Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b6, d2, e1, g1, g3, g6, h1, h2, h6. Correction: b3. D10: refobacin bc r 1x40 us x 2 catalog # 110034355 lot # l0704y09ba.

Event description:
It was reported patient underwent a revision procedure seven months post implantation due to aseptic loosening of tibia. During the revision severe polyethylene synovitis and grossly loose and subsided tibia were noted. Femur, tibia, and articular surface were revised. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, g1, g2, g3, g6, h1, h2.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with aseptic loosening, progressive varus deformity, and pain, with infection ruled out through a negative workup. Surgery was performed under general anesthesia with an adductor block, and estimated blood loss was 200 ml. Intraoperatively, severe polyethylene synovitis was observed, and the tibial component was found to be grossly loose and subsiding into varus. The femoral component, although well-fixed, was revised to achieve proper knee balance. Trial implants demonstrated excellent alignment, balance, and tracking. The patellar component was intact and did not require resurfacing. Final components were implanted successfully, the wound was thoroughly irrigated and closed in layers, and no intraoperative complications occurred. This complaint can be confirmed based on the medical records provided. A definitive root cause cannot be determined. A field action was previously initiated to address this issue. No new corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component option for cemented use only size e right, catalog #: 00576401552, lot #: 65011105. All poly petella standard cemented size 29 mm diameter 8.0 mm thickness, catalog #: 00597206529, lot #: 64774852. Articular surface size ef 10 mm height "use with plate 3, catalog #: 00596403210, lot #: 63928161. Nxg cm flx fm/cm tb/pe/pept, catalog #: 98000250001, lot # unk. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure seven months post implantation due to aseptic loosening of tibia. Attempts to obtain additional information have been made; however, no more is available at this time.